Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device connector had a clear liquid all over it and was tied inside a plastic bag. It was further determined that the disconnect sleeve was corroded, the test console gave an e8 error when the device was plugged in, and there was water inside the connector body. It was observed that there was a clear liquid present inside the connector body and on the flex circuit and the motor was worn out. It was determined that the corroded disconnect sleeve, worn motor, and the clear liquid inside the device was due to immersion during cleaning. It was determined that the e8 error was caused by a worn out motor. The assignable root cause was determined to be due to immersion during cleaning, which is user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was getting very hot while in use. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further review of this complaint, it was determined that the date of event was inadvertently documented as (B)(6) 2017 in the initial report. The exact date of this event was unknown. If additional information should become available, a supplemental medwatch report will be submitted accordingly.